Event description:
On (B)(6) 2013, this pt underwent treatment for a complicated aortic dissection in the ascending thoracic endoprosthesis. The pt tolerated the procedure. On (B)(6) 2013, it was reported that the pt underwent embolization of the left iliac artery, and surgical reintervention for retrieval of an unk stent implanted in the superior mesenteric artery that had become dislodged. Attempts to replace the unk stent in the sma had been unsuccessful due the pt's anatomy and the flaps of the dissection repair. The unk stent in the sma was explanted. The manufacturer of the explanted stent is currently unk. On (B)(6) 2013, it was reported that the pt underwent surgery wherein aortic root replacement, repair of the dissecting ascending aorta, and coronary artery bypass grafting x3 was performed. The pt was reported to have suffered intraoperative blood loss of 2 liters around the aortic root. A sternotomy wound was left open and packed, prior to the pt being transferred to the intensive care unit. On (B)(6) 2013, the pt bled post operatively following the aortic root surgery and went into cardiogenic shock and multi-organ failure despite maximal pharmacological and mechanical support. The pt died from multi-organ failure. The pt's death was reported to be unrelated to the device or procedure.

Manufacturer narrative:
Results: a review of the mfg records for the device was not possible as the lot number for the device was not provided. Conclusions: the instructions for use (IFU) for the gore tag thoracic endoprosthesis specifies, the gore tag thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta).